Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a decrease in remaining longevity from 2.5 year to 1 year over the past 7 weeks. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption is normal, but the battery performance is lower than the expected nominals and at the current trend, elective replacement indicator (eri) will trigger in less than one year. Device replacement or re-evaluation of the battery status in 90 days was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.